Event description:
Information received indicates that prior to the case; the hospital had requested assembly of a completely non-coated circuit for the procedure, due to concerns of possible heparin-induced thrombocytopenia (hit). After the case was completed, it was noted the pack had contained a heparin coated oxygenator that had been used during bypass. The report shows there was no adverse effect or patient complication relating to the event.

Manufacturer narrative:
Analysis: the investigation shows the actual assembly specification is incorrect; the custom pack itself was not misassembled during production. Review of the device history records shows the custom tubing pack met all manufacturing specifications for product released to distribution. Investigation shows the hcp had requested a completely non-coated circuit due to the patient sensitivity to heparin. The draft assembly specifications for the custom pack listing a coated component had been routed to the user for review prior to production. Review of packaging shows the pack was correctly labeled for contents of a trillium (tm) coated oxygenator with heparin biopassive coating. Conclusion: no adverse patient effect. Product was assembled correctly and no device failure reported; pack specification was incorrect in a manner relating to the event.